Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient with late corneal haze three months post topography guided photorefractive keratectomy (prk) and cross linking in the left eye. The patient underwent phototherapeutic keratectomy (ptk) with cytotoxic drug.

Manufacturer narrative:
Corneal haze is a known side effect of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).